Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the clip (00130u154) detached from the posterior leaflet and remained attached to the anterior leaflet. The leaflet injury was seen while getting out of chordae with the ntr clip, (91216u168). It is possible the ntr cilp could have also contributed to the leaflet injury. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. The patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to challenging patient anatomy. The reported difficult to remove (anatomy) was due to procedural conditions as the clip got stuck in the chordae but was able to be freed eventually. The reported tissue damage was a cascading effect of the reported difficult to remove (anatomy) as leaflet injury was seen while freeing the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted mitraclip (00130u154) referenced is filed under MFR report number 2024168-2020-04757.

Event description:
This is filed to report tissue damage (91216u168). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two xtr clips were successfully implanted in a2/p2. To further reduce the remaining significant mr, a third xtr clip (00130u154) was implanted. However, the clip reopened approximately 45 degrees and then detached from the posterior leaflet and remained attached to the anterior leaflet. Mr increased and a posterior leaflet rupture was observed. Due to the clip reopening a fourth clip (ntr 91216u168) was advanced, but got caught in chordae. After a long time the clip was freed, but leaflet injury was noted. It was not confirmed if this clip contributed to the leaflet injury. Further attempts were made to place the clip, but grasping was unsuccessful due to the short posterior leaflet. The clip was not implanted and was removed. An xtr clip was advanced to the mitral valve, and implanted between the second and third xtr clip. A total of four clips were implanted. Mr was reduced to 3. The patient left the operating room in stable condition. No additional information was provided.